Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. According to the device history records for lot number m5082t404, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2015-00177 for the first patient. It was reported by the that, "the hospital described the issue as the suction button remained depressed and could not be unlocked." Additional information was received on 08/04/2015 that stated the catheters continued suctioning the patients even while in the locked position. The ventilator was alarming due to loss in tidal volume. The catheters were changed and new devices were applied. No further issues were noted.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received via medwatch report uf report # (B)(4). Dob (B)(6) 2006, male, weighing (B)(6) lbs. Event date (B)(6) 2015. Medwatch states "on (B)(6) 15 an (B)(6) year old male child who had respiratory failure and was trached to the vent. The patient had 2 days of problems with adequate ventilation resulting in high ventilator respiratory rates and loss of measured tidal volumes. While suctioning the patient on (B)(6) 2015 it was found, the suction catheter was stuck in a depressed position and not able to be placed into a lock position. The catheter was immediately replaced. Halyard rep was contacted of the event after this case and assigned event # (B)(4)." No further information provided.